Event description:
No thread tap used, primary stability was achieved, implant didn't achieve osseointegration, implant was completely covered by bone, immediate implantation, pain, mobility, osseointegration failure with fibrous tissue encapsulation around the implant ((B)(6) are same patient).